Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) ultimately had declared end of life (eol) with charge times of 30.5 seconds. It was reported that the patient had not used the device. However, there was inquiry as to why the charge times increased from 13 to 22 and then 30.5 seconds. Technical services discussed charge time behaviors. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The representative was to further discuss this with the physician. Should additional information become available this event will be updated.

Manufacturer narrative:
The device was explanted and returned. Detailed analysis is pending.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.